Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the instrument found no abnormalities. The instrument was loaded with a single use loading unit for functional testing. It was observed that when the instrument handle was actuated the loading unit jaws would not clamp or cycle. The instrument body was disassembled for examination of internal components. This examination found that an internal component was missing. Engineering evaluation determined that the component was not assembled properly during the manufacturing process. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The product analysis established a relationship between a device failure and the reported incident of the instrument jaws would not close. The root cause of the observed condition was determined to be a result of an assembly activity and a process improvement has been implemented to prevent this condition from recurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaws would not close when tested opening and closing on the right articulation.